Manufacturer narrative:
The device was returned as part of the asset return process in addition to the device failing to power on due to a faulty g1 board, there was an additional finding of the rear panel with yellow area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, high definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the unit failed to power on. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.